Event description:
The customer reported a flow rate discrepancy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
The data files relating to the reported event were not available for review. The MFR has identified causes of flow rate discrepancies and is developing a software version to address this issue. Additionally, gambro voluntarily issued a medical device advisory notice for the prismaflex continuous renal replacement system in 2007 which provides instructions to the user on how to quickly and safely clear flow rate discrepancies without interrupting treatment. This report was submitted immediately after the details were available on gambro's complaint handling system; however, the submission of the report exceeded the 30 days reporting deadline. Although gambro's service technician visited the facility promptly following the incident to attend to the equipment, and he reported the results of his review on a timely basis, there was an unanticipated delay in updating the complaint handling system. Gambro does not regard the submission of this report as an admission of liability.